Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-04825 addresses the first captiflex snare, while manufacturer report# 3005099803-2013-04826 addressed the second captiflex snare. It was reported to boston scientific corporation on (B)(4) 2013 that two captiflex medium oval snares were used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, two captiflex snares were unable to conduct energy and cauterize the polyp. A third captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) for the reported event: current failure. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.